Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose to 319 mg/dl while wearing the pod between 37 and 48 hours. The pod was leaking and the patient noted pain at the site. When removed from the infusion site, the pod's cannula was found to be dislodged. As treatment, a new pod was applied.